Event description:
The customer ran blood glucose tests on the contour next link using two different bottles of strips and received readings of 114 and 236mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement test strips were sent to the customer. Strips were not expected to be returned at the time of the call.